Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that during use foreign matter was discovered and tube was under filling with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: (3 of 6). It was reported that "speckles" were noticed on the inside of the tubes and the tubes did not have enough suction to get the adequate amount of blood into the tubes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use foreign matter was discovered and tube was under filling with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: (3 of 6) it was reported that "speckles" were noticed on the inside of the tubes and the tubes did not have enough suction to get the adequate amount of blood into the tubes.